Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the customer was using a rad 57 spco. Took reading on patient. Monitor read 0 and patient's co came back from lab at 13. There was no known consequence or impact to the patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.